Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the insulation was abraded at 16.4 cm to 16.8 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.